Event description:
Possible fracture. Oversensing and low impedance. The lead will be extracted (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).